Event description:
The consumer reported that she had hit her implantable neurostimulator (ins) on a door knob in the end of 2015 and ruptured the pocket. To resolve the issue, a revision was performed on (B)(6) 2016 and the ins was replaced with a new one. The patient recovered completely. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.